Event description:
An unknown error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain readings. As a result, the customer experienced hypoglycemia. The customer was unable to self-treat and was provided dextrose by a healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. Data was successfully extracted from the returned sensor using approved software. The sensor was found to be in sensor state 3 (indicating normal termination). Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test performed. All results were within specification. Additional visual inspection has been completed, and no issues were observed. Pqe performed visual inspection on the returned sensor plug and observed a cosmetic flaw on the middle snap, not a broken snap. All snaps on the sensor plug were observed to be intact. Pqe determined that the cosmetic flaw observed on the middle snap did not contribute to the customer's complaint by reassembling the senor plug. When reassembling the sensor plug, it was observed that the connector was properly compressed to provide conductive contact between the sensor and pcb pads thus the cosmetic flaw did not contribute to the complaint. No issues were found during testing, therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.